Event description:
Possible broken sensor wires (retained distal ends). Pt removed and returned the proximal segments. The returned proximal portions of the sensors were evaluated as follows: visual, photo, and measurement. Eval showed that the distal segment of (B)(4) had a maximum length of 0.45 inches.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any broken sensor wire was a reportable event, even in the absence of any evidence of physical harm of necessity for intervention. Manufacture date: 05/2009.